Event description:
It was reported that the user contacted support for assistance with the ilet device, appeared confused about an instruction to ¿dial out,¿ and referenced a passcode, while reporting a blood glucose of 261 mg/dl; the caregiver later confirmed no device issue and that glucose values were trending down, with a highest reported value of 256 mg/dl and no back-up therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical care, and no functional limitations. Investigation included troubleshooting and education with the user and caregiver. Investigation of this case revealed no confirmed device malfunction and no specified infusion set issue, and the event was attributed to user confusion with no evidence of a device performance problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely unrelated to device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.